Manufacturer narrative:
The device history record (DHR) confirmed the ilet passed all manufacturing specifications prior to release. Log review for the date of event showed that the ilet operated as intended. At approximately on the day of event, the user's cgm glucose was 120mg/dl, and a "more than usual" breakfast announcement was made, resulting in a 7-unit insulin dose. Shortly after the user primed 1 unit of insulin and delivered an additional 4 units about 20 minutes later. Subsequent low glucose alarms were observed, with cgm readings below 54mg/dl. The device responded appropriately with alerting and insulin suspension. No malfunctions were identified. The event appears to be related to insulin stacking following a meal announcement and additional insulin administration.

Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025 they accidentally administered a meal dose without eating, which resulted in a low blood glucose (bg) level of 44mg/dl. The user's caregiver provided assistance by treating the low bg with rapid-acting carbohydrates and did not require professional medical intervention. No ketone testing was performed.